Event description:
It was reported that the front left wheel fell off the bed while 'boosting' a patient. There was patient involvement, but no adverse consequences were reported.

Manufacturer narrative:
Results: wheel broke off of bed.